Manufacturer narrative:
The complainant discarded the impella pump product. No analysis was possible. The root cause of the aortic perforation is not known at this time. Should more data or imaging be shared, that leads to root cause, another report will be filed.

Event description:
A patient was transferred to a tertiary medical center after being diagnosed with scad (spontaneous coronary artery dissection) at a community hospital. At the community hospital she had an iabp placed for support. Upon the admission to the tertiary center the team chose to remove the balloon pump and place an impella cp for escalated care. The pump was placed and position evaluated by echo. When the pump position was seen to be suboptimal, the team attempted to reposition. When the repositioning failed, the pump was removed and replaced. During the pump replacement, the patient began to complain of back pain and difficulty breathing. The team sedated her, placed ECMO for respiratory support, and sent her to the operating suite (or) for further assessment. While in the or an aortic dissection was observed in the descending aorta. The aorta damage was not known to be due to the use of impella, or other devices, and patient condition. The patient expired in the or.